Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Follow-up #1 date of submission 01/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings:the complaint could not be duplicated or confirmed on investigation. Unrelated to the complaint, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display was dim and difficult to read. It was reported the display dimmed over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.